Event description:
It was reported that the 4.0 x 12 mm xience xpedition stent delivery system was removed from the hoop without difficulty. The mandrel was removed without difficulty; however, it was noted that when the mandrel was removed, the stent dislodged and stayed on the mandrel. The device was not used and there was no patient involvement. No clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the dislodged stent implant was returned for evaluation, thus confirming the complaint. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.